Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level (bg) of 508 mg/dl and a small ketone level. The cause of the elevated bg level was unknown. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.